Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device booted and did not auto-login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the device boots to login screen with carefusion admin and carefusion app. A technical support specialist (tss) had dialed into the station and found the station screen on carefusion admin and carefusion application login. Tss logged in as carefusion admin, navigated to the station configuration utility, set it to carefusion application, and restarted the station. Tss launched the med app successfully. Tss then called and spoke with customer, checked and informed to tss that the station was able to log in but displayed a failed icon indicating the fridge showed a ¿med failed unit.¿ tss guided customer to recover the storage space and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.